Event description:
The customer passed away. The customer was wearing the pump at the time of death but the cause is unknown. Seemed fine when they went to bed but never woke up. The customer's doctor thinks it may have been a heart attack.